Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), ubd: 29-jun-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 18-apr-2021, UDI#: (B)(4); product ID: 3389-40, serial/lot #: (B)(4), ubd: 18-aug-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 18-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported about a half of a year after surgery, the extension behind the ear, the chest pocket, and the head of the lead position all had an infection. The patient returned to the hospital after debridement and had not recovered. The patient has folliculitis. The patient was explanted on (B)(6) 2018. The patient was in the hospital for observation currently. The patient was going to be re-implanted. The cause of the infection was unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-40, lot# 0211587859, implanted: (B)(6) 2017, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension; product ID: 3389-40, lot# 0211869943, implanted: (B)(6) 2017, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient returned to the hospital and did not recover after debridement. The patient had folliculitis. No further complications were reported.